Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on october 31, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system stopped with no system messages displayed prior to surgical procedures. There was no patient involvement.